Event description:
Customer reported that he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 60 mg/dl. Customer stated that his wife found him passed out on the drive way due to low blood glucose. Customer stated that his meter was giving him incorrect readings and he was treating according to the meter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.